Manufacturer narrative:
H3, h6: the reported device was not received for evaluation. A device with a matching part number but different lot was received. A visual inspection found that product: 72203855, lot: 2046505 was returned in the proper unopened packaging. Upon opening the package, the laser etching on the shaft of the device stated "drill 1.7mm s". A review of the customer provided images found two images of a box confirming the part number and lot number of the reported device. Another image showed the drill bit outside of the package inside of the plastic covering. A review of the complaint revealed there were no patient injuries reported (aside from the 3cm deeper perforation) and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed and the root cause associated with a manufacturing error. A dimensional evaluation of the returned product found that the dimensions matched those of the s drill device specifications. The length between the drill stop and the drill bit were measured with a 12 inch ruler, as the difference between the returned device and the reported device is 1 inch. The length of the returned device was just over 8.5 inches, confirming the part length per the part drawing for the s drill. The part drawing for the xl drill was also reviewed. The length for the same part in the xl drill is one inch longer than the received device per the part drawing. A complaint history review concluded this was a repeat issue. A review of device records showed that the reported lot was found to be non-compliant because the "xl" sized devices were labelled as "s". The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found the device dimensions and that the laser markings on the shaft denote the device designation. A corrective action was implemented to mitigate recurrence of the reported event and a field action was initiated to recall the product.

Manufacturer narrative:
The reported 72203855 twist drill for 1.7mm suture anchors used for treatment, was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿it was reported that there was a packaging error during a posterior bankart surgery in the operating room. A 1.7 xl drill bit was in a size s box. The packaging problem caused a failure to install the anchor, as a 3cm deeper perforation was done¿. Per instruction for use ¿prior to use, inspect the device to ensure it is not damaged. Instructions for use contains precautionary statements and recommendations for proper use of product. This product is under review with regards to product overall length verification. The allegation was confirmed. Complaint history review indicated similar allegations for the lot number reported. Initial batch review did not indicate a condition, product or procedure failure that supported the allegation but the condition was subsequently verified.

Manufacturer narrative:
H3, h6: the reported device was not received for evaluation, however, a device with a matching part number but different lot was received. A visual inspection found that product 72203855, lot 2046505 was returned in the proper unopened packaging. Upon opening the package, the laser etching on the shaft of the device stated "drill 1.7mm s". A dimensional evaluation of the returned product found that the dimensions matched those of the s drill device specifications. The length between the drill stop and the drill bit were measured with a 12 inch ruler, as the difference between the returned device and the reported device is 1 inch. The length of the returned device was just over 8.5 inches, confirming the part length per the part drawing for the s drill. The part drawing for the xl drill was also reviewed. The length for the same part in the xl drill is one inch longer than the received device per the part drawing. A review of the customer provided images found two images of a box confirming the part number and lot number of the reported device. Another image showed the drill bit outside of the package inside of the plastic covering. The complaint was confirmed and the root cause associated with a manufacturing error. A corrective action was implemented to mitigate future recurrence of this issue. A complaint history review concluded this was a repeat issue. A review of device records showed that the reported lot was found to be non-compliant because the "xl" sized devices were labelled as "s". The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found the device dimensions and that the laser markings on the shaft denote the device designation. Our clinical investigation concluded: a review of the complaint revealed there were no patient injuries reported (aside from the 3cm deeper perforation) and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted.

Event description:
It was reported that there was a packaging error found during a posterior bankart surgery in the operating room. A 1.7 xl drill bit was in a size s box. The packaging problem caused a failure to install the anchor, as a 3cm deeper perforation was done. The procedure was completed with the same reported device and it is unknown if there was any surgical delay. There was an extension of the rehabilitation period. No other complications were reported.

Event description:
It was reported that there was a packaging error during an intervention in the operating room. A 1.7 xl drill bit was in a size s box. The packaging problem caused a failure to install the anchor, as a 3cm deeper perforation was done. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.